Event description:
Customer reportedly obtained results of 210mg/dl and 39mg/dl within 3 mins on the same device. No action was taken based on device results. The caller states that there were results in the device memory of less than 10mg/dl. The device numeric reading range is 10mg/dl to 600mg/dl. No adverse event reported and no treatment rec'd. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.